Event description:
It was observed that the axis of the device is bent and doesn`t fit to the probe. A replacement was available.

Event description:
It was observed that the axis of the device is bent and doesn`t fit to the probe. A replacement was available.

Manufacturer narrative:
An event regarding a bent trial involving a gmrs sml axle trial was reported. The event was not confirmed. The exact cause of the event could not be determined because of a lack of information. The reported device is needed to complete the investigation for determining the root cause.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.